Event description:
Customer reported issues related to the panorama central station, which include loss of touch screen and mouse control and an error message. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit. Customer was provided with a loaner, while the monitor is being returned to the company's repair center.